Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. Minor scratches on lcd window, cracked display window corners, battery tube threads, broken belt clip slot, cracked reservoir tube lip. Numbers do not ramp up or scroll bar moving with no input.

Event description:
It was reported that the numbers were ramping up and down after bolus delivery. The customer's blood glucose was 3.6 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.